Manufacturer narrative:
Concomitant medical products: product ID: 749851, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2005, product type: extension. Product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The consumer reported that they had problems with the spinal cord stimulator (scs) and they tried moving the battery. The patient was indicated for failed back surgery syndrome. No causes or troubleshooting were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.